Manufacturer narrative:
Bci customer technical support (cts) assisted the customer with troubleshooting and customer stated the waste sump and waste exit sump were full. Cts advised the customer to tighten canister to the lid and clean up the spill.

Event description:
A customer contacted beckman coulter inc. (Bci) stating there was a flood in the waste collection. Waste exit sump was leaking around the lid where it screws into the canister. No injury was reported.